Event description:
It was reported that this right ventricular (rv) lead shock impedances usually measure 70-80 ohms and now there is an out-of-range measurement of greater than 125 ohms. The physician performed shock lead testing and impedances were within range. At this time, this rv lead remains in service. No adverse patient effects were reported.